Manufacturer narrative:
The customer¿s report that the tubing set cracked and leaked was confirmed based on visual inspection and functional testing of the as-received set sample. The sample was visually inspected for holes/tears in the tubing or damages to the components. Inspection observed a crack along the side of the set's female luer lock and a leak was observed from the crack only. It is unknown how the damage occurred. No tool markings were observed around the observed damaged area. No other damages or any issues were observed. The cause of the leak was due to the set's observed cracked female luer lock. The root cause of the crack was a result of internal stresses created during the manufacturing process.

Event description:
It was reported that the tubing is cracking and leaking. This is file number two (2) of four (4). Although requested, there has been no further patient or event information made available to date.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested patient demographics were not provided.

Event description:
It was reported that tubing is cracking and leaking. This is file 2 of 4.